Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and found error codes 3152 (patient wye not unblocked) and 3155 (remote alarm not sounding). The pcba display and pcba overlay were replaced to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator failed the oxygen delivery test during extended self-test (est). There was no patient involvement.